Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was received that was missing the cartridge tubing. The damaged cartridge was not used for insulin therapy and a new cartridge was loaded onto the pump. Blood glucose level was 321 mg/dl.

Manufacturer narrative:
The device was received; however, evaluation was not performed. Product cannot be located.